Event description:
It was reported that this left ventricular (lv) lead was pulled back post initial implant and was discovered during routine follow up. Moreover, patient had a complication of inadequate stimulation. Additional information received which indicated that there was no muscle stimulation, and the dislodgement was likely related to coronary vessel anatomy. This lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this left ventricular (lv) lead was pulled back post initial implant and was discovered during routine follow up. Moreover, patient had a complication of inadequate stimulation. Additional information received which indicated that there was no muscle stimulation, and the dislodgement was likely related to coronary vessel anatomy. This lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed revealed no abnormalities. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.